Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s glucose was 228 mg/dl about one hour after eating a sandwich and a cookie without announcing the meal, and the user was advised to allow the ilet to correct and to call back if levels did not improve. Symptoms included no reported clinical symptoms. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included user education and troubleshooting focused on missed meal announcement and postprandial hyperglycemia management. Investigation of this case revealed no device malfunction and suggested hyperglycemia attributable to unannounced carbohydrate intake, with pump self-correction expected. It was concluded, based on previously established findings for similar reports, that the cause was user-related missed meal announcement.